Event description:
Subject was not resuscitated. (B)(4).

Manufacturer narrative:
ECG was reviewed for this incident. Conclusion: the subject was in a shockable vt rhythm, shocks were advised, however, no shocks were delivered.